Event description:
The device was returned to the user facility's biomedical engineering department with an unsigned note stating, "check rate possibly broken." During testing at the user facility, when the control knob was turned to the set rate or the set vtbi (volume to be infused) position, the numbers on the display screen continuously scrolled up without any buttons being pushed. When the control knob was turned to the run position, the device reportedly alarmed "turn to run." There were no reported adverse patient events while the device was in clinical use.